Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a headache and was unable to self-treat. The customer called for emergency services and an ambulance took the customer to the emergency room (ER). At the ER, the customer had contact with a healthcare professional who obtained an unspecified reading on the adc device compared to an unspecified reading obtained on an hcp meter and administered an unspecified IV drip for treatment. There was no report of death or permanent impairment associated with this event. Reportedly an adc device reading of 384 mg/dl was compared to a reading of 150 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. It is unknown when these readings were obtained in relation to the reported medical event.